Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 61-year-old female with a medical history significant for end-stage renal disease on dialysis, malignant hypertension, dyslipidemia, and multiple cerebrovascular accidents presented with eczematous dermatitis secondary to calciphylaxis. The hospital course was complicated by acute respiratory failure requiring endotracheal intubation and a pulseless electrical activity cardiac arrest. The patient demonstrated multiple rising troponin levels concerning for a non¿st-segment elevation myocardial infarction and was taken to the cardiac catheterization laboratory, where she was found to have two-vessel coronary artery disease. An intra-aortic balloon pump was inserted, and cardiothoracic surgery was consulted for coronary artery bypass graft surgery. The patient was deemed too high risk for surgical intervention, and a plan was made for impella-assisted percutaneous coronary intervention. During the course of care, the patient was noted to have a preexisting skin growth that began bleeding. Manual pressure was applied, and injections of epinephrine with lidocaine were administered. Vascular surgery was consulted and present in the cardiac catheterization laboratory. A hemostatic dressing was sutured to the skin; however, oozing persisted, and a compression clamp was applied to the leg. The site of the complication appeared to be related to the patient¿s underlying condition and skin pathology and was not attributable to the impella device yet bleeding will be coded to the impella device as potentially aggravated by the required continious anticoagulation.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product returned: (major bleed) : the cause of the injury was not determined due to insufficient clinical details.